Event description:
Hcp reports that during pump refill, a volume discrepancy was observed. Hcp expected 4.7 ml of drug, but removed 14 ml. The drug in the pump is baclofen (2000 mcg/ml) delivering a daily dose of 1072 mcg/day. The patient has been complaining of increased spasticity and pain for the past couple months. Manufacturer's device registration system shows the patient's pump was explanted and replaced in 2007 after 70 months implant duration. Additional information has been requested from the hcp, but was not available at the time of this report.